Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and hc went to press go to start prompt. The tsr explained the alarms and caregiver (cg) stated that they found hp had disconnected in drain 2 causing the alarm and then had reconnected to patient line. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish tonight's therapy manually. The hc is operational. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by ending therapy on the cycler and finishing with manuals. The hp stated that he had become disconnected while sleeping. The hp reconnected and the cycler alarmed. The hp said there were no defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The complaint was confirmed but the assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.